Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that six months after implant, the device indicated a remaining longevity of 1.5 years. Boston scientific technical services (ts) and engineering reviewed the available data and indicated the high power consumption may be caused by the device being in suspend and the rv lead impedance fluctuating from 275 to about 700 ohms. As a result, this device and rv lead were explanted and replaced. No adverse patient effects were reported.